Manufacturer narrative:
H3, h6: it was reported that during bhr implantation the acetabular component which was being used in treatment had an issue where the wire snapped whilst trying to adjust the cup position after initial impaction. A review of the complaint history for the bhr cup, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed specifically looking at the bhr cup wiring operation and the wire that was supplied for the cup for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as a result of the reported event. Review of the product surgical technique found adequate warnings and precautions in relation to the alleged failure. Specifically this cautionary statement ¿do not over tighten the acetabular component on the introducer. Over tightening and excessive wire tension may cause wire breakage.¿ a review was performed by the medical team. This complaint involves bhr acetabular component cap/ impactor and wire. It was reported that the wire snapped when trying to adjust the cup position after initial impaction. The surgeon had to adjust the technique to be able to reposition the cup. A 15 minute delay was reported. No patient injuries reported. It is noted the surgeon was ultimately satisfied with the outcome of the procedure and does not anticipate further patient impact. Based on the available information a root cause of unintended use error has been selected due to the potential overtightening of the wire. The device history record has confirmed that there are no concerns with the manufacture of the wire supplied or the assembly of the cup components. If additional information becomes available in the future this case will be reopened, no preventive or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the wire snapped when trying to adjust the cup position. The surgeon had to adjust the technique to be able to reposition the cup. No delay reported. No patient injuries reported. An s&n backup was available.